Event description:
Autopulse was put in place for cardiac compression during resuscitative efforts. The system shut off when the keypad was touched to change to a continuous mode. Our clinical engineering department was unable to reproduce the occurrence. Clinical engineering noted the system turned itself on when the battery was installed which seemed unusual.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(6) 2012 and was analyzed. Visual inspection of the returned autopulse platform showed no significant discrepancies. The archive data analysis showed many incidents of "under voltage 18v" along with multiple "battery lost." Replaced power distribution board.